Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the self-test failed. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which it was recommended to replace the battery and perform an operation check. The customer replaced the battery. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse recommended the replacement of the battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.